Event description:
A us distributor reported that a battery would not power on a monitor.

Manufacturer narrative:
Device evaluation of the battery pack has been completed. The reported problem (unable to power up a monitor) was confirmed. As received, the battery pack was unable to power a test monitor and charge.  The cause for the failure was isolated to a loose bus bar inside of the battery.   The root cause of the loose busbar cannot be positively identified.   There was no death or adverse event associated with the battery malfunction.